Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1.0 cc juvéderm¿ voluma¿ with lidocaine in the marionette lines and 1.0 cc juvéderm¿ volift¿ with lidocaine in the lips patient returned 3 weeks later with granulomas in the injection sites. Swelling also noted. One week after symptom apparition, hyaluronidase, prednisone and clarithromycin provided. 8 days later, hyaluronidase and prednisone again given. No diagnostic testing performed to confirm granulomas. Symptoms resolved 5 days later. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00614 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ volift¿ with lidocaine.